Event description:
The customer reported a leak from the probe wipe rinse block of a coulter act diff 16 analyzer when the probe is extended at the end of the startup cycle. The volume of the leak was approximately 1 ml and was not contained within the instrument. The instrument operator was wearing gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated for this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the diluent filters, which resolved the leak. The instrument was verified to meet specified requirements per established procedures. Bec internal identifier for this report is (B)(4).